Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that the patient had an infection at the pocket site of the implantable neurostimulator (ins). The ins only was explanted. The pocket site was cultured and the patient was started on antibiotics. The issue was considered resolved at the time of this report. The patient status at the time of report was noted as "alive - no injury". The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.